Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the boardstack connector was not fully seated to the therapy pcb assembly. After physio reseated the connector, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device was not recognizing a connection of the defibrillation therapy cable when running a device user test. Without recognition of this cable, the device would not have the ability to deliver defibrillation therapy. There was no report of any patient use associated with the reported issue.